Event description:
It was reported that a coil migration occurred. The target lesion was located in the non tortuous internal iliac artery. A 4mm x 8cm interlock coil was selected for use. During procedure, it was noted that coil migration occurred about 2mm. The procedure was completed using the same device. No patient complications were reported and patient was good post procedure.